Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level and a ketone level of 4 mmol/l. The specific bg level was not provided. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, an occlusion alarm occurred. No additional information was provided.